Event description:
Procedure: appendectomy. According to the reporter: the endocatch bag burst and contents spewed all over abdomen. Abdomen was thoroughly washed repeatedly. No blood loss of 500c or more. Surgical time was delayed by 30 minutes. No unanticipated tissue loss occurred. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).